Manufacturer narrative:
(B)(4).

Event description:
It was reported by the philips repair bench while being serviced and applying an fco that the front bezel is damaged. It was later clarified there was a damaged up arrow button.